Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, a broken plug strap, and red particles in shell. A leak test didn¿t identify any openings. A microscopic analysis was performed which identified a broken plug strap with a sharp edge assessed as an unidentified (tear) opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a broken plug strap with sharp edge assessed as an unidentified (tear) opening, and no openings found.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.